Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ambulance was called on (B)(6) because he experienced a low blood glucose level. The customer did not receive a low alert. He did not go to the hospital. The paramedics had to revive him and then he was feeling better. The customer received weak and lost sensor alarms. Customer's blood glucose level was 158 mg/dl the device was not returned.